Manufacturer narrative:
Qa review & rationale: classification, sub-classification, priority, product information, justification, and the site assignment grid were reviewed, and they are accurate and appropriate. The full investigation was not performed as providing the batch record information is the manufacturing site's requirement; therefore, a summary investigation was performed. The field for device malfunction in citi is required to conditionally populate the severity ranking. Summary of investigation: a full investigation was not performed as providing the batch record information is the manufacturing site's requirement. Therefore, a summary investigation was performed. Based on the complaint narrative, the patient experienced device ineffective/ intraoperative bleeding/ hemorrhage. Review of the manufacturing site investigation concludes pfizer kalamazoo quality operations could not determine a root cause for the reported defect to be related to the kalamazoo production process. A review of previously completed investigation reports determined to be within scope did not result in identification of a batch number, or a root cause for the reported complaint. Examination of a returned complaint sample may have aided in identification of a root cause; however, none were received. It is unknown how the reported complaint sample was handled, stored, or used after leaving the (site). Conclusion: based on the complaint narrative, the patient experienced device ineffective/ intraoperative bleeding/ hemorrhage. The potential root cause of this issue after review of the manufacturing site investigation concludes (name) quality operations could not determine a root cause for the reported defect to be related to the (name) production process. A review of previously completed investigation reports determined to be within scope did not result in identification of a batch number, or a root cause for the reported complaint. Examination of a returned complaint sample may have aided in identification of a root cause; however, none were received. It is unknown how the reported complaint sample was handled, stored, or used after leaving the pfizer (site). The worst case severity determined through a review of the device risk file for the product was s4. Regulatory reportability will be determined by the dchu. Additionally, the details of the complaint have been forwarded to the mdcp team for review. The registered use of this product is for treatment and the nature of this complaint indicates that it is directly related to the device. However, there is no indication that the devices failed to meet registered specifications. Based upon the results of this investigation, pgs-qo (name) concludes that the quality of the product on the market remains acceptable.

Event description:
Event verbatim [preferred term] the patient remained hemodynamically unstable [therapeutic product ineffective for unapproved indication], absorbable gelatin (gelfoam) and coil embolization [off label use], absorbable gelatin (gelfoam) and coil embolization [product use in unapproved indication], , narrative: this is literature spontaneous report from the journal vasc interv radiol, [2019, vol 30, pages 1060 - 1061 entitled "complete external iliac vein transection during hip arthroplasty requiring stent graft reconstruction with long-term follow-up". A contactable physician reported for a 50-year-old female patient with a history of infected left total hip arthroplasty underwent left total hip prosthesis reimplantation. The patient developed massive bleeding intraoperatively, and an emergent angiogram was requested. Pelvic arteriography demonstrated multiple areas of active hemorrhage arising from branches of the left gluteal artery and profunda femoris treated with absorbable gelatin (gelfoam) and coil embolization. Despite embolization, the patient remained hemodynamically unstable, requiring a massive transfusion protocol. Pelvic venography demonstrated complete transection of the left external iliac vein secondary to a screw from the total hip arthroplasty. Transection of the external iliac vein could not be crossed in an antegrade or retrograde fashion. A decision was made to perform a rendezvous technique within the retroperitoneum. A "0.035-inch glidewire" was advanced from a right common femoral approach and snared in the left pelvic retroperitoneal space by using a 9 x 15-mm en snare. The transection was spanned with overlapping 10 x 100 mm and 13 x 50 mm viabahn stent grafts. Venography confirmed successful repair of the left external iliac vein transection. Postoperatively the patient was given enoxaparin subcutaneously and converted to a 6-month course of warfarin prior to discharge. The patient remains asymptomatic without leg swelling, pain, or heaviness with prolonged standing. Pelvic ultrasound 7 years after the initial procedure confirmed stent graft patency. Follow-up (B)(6) 2020: this is a follow-up spontaneous report received from a product quality complaint group. This report included investigational results. Off label use added as additional events. Summary of investigation: a full investigation was not performed as providing the batch record information is the manufacturing site's requirement. Therefore, a summary investigation was performed. Based on the complaint narrative, the patient experienced device ineffective/ intraoperative bleeding/ hemorrhage. Review of the manufacturing site investigation concludes pfizer kalamazoo quality operations could not determine a root cause for the reported defect to be related to the kalamazoo production process. A review of previously completed investigation reports determined to be within scope did not result in identification of a batch number, or a root cause for the reported complaint. Examination of a returned complaint sample may have aided in identification of a root cause; however, none were received. It is unknown how the reported complaint sample was handled, stored, or used after leaving the (site). Regulatory market assessment: regulatory impact was no. Root cause/ CAPA: process related was no. Conclusion: based on the complaint narrative, the patient experienced device ineffective/ intraoperative bleeding/ hemorrhage. The potential root cause of this issue after review of the manufacturing site investigation concludes (name) quality operations could not determine a root cause for the reported defect to be related to the (name) production process. A review of previously completed investigation reports determined to be within scope did not result in identification of a batch number, or a root cause for the reported complaint. Examination of a returned complaint sample may have aided in identification of a root cause; however, none were received. It is unknown how the reported complaint sample was handled, stored, or used after leaving the pfizer (site). The worst case severity determined through a review of the device risk file for the product was s4. Regulatory reportability will be determined by the dchu. Additionally, the details of the complaint have been forwarded to the mdcp team for review. The registered use of this product is for treatment and the nature of this complaint indicates that it is directly related to the device. However, there is no indication that the devices failed to meet registered specifications. Based upon the results of this investigation, pgs-qo (name) concludes that the quality of the product on the market remains acceptable. Samples available was unknown.site sample status was not received. No follow-up attempts are needed. No further information is expected., comment: based on the information provided, pelvic arteriography demonstrated multiple areas of active hemorrhage arising from branches of the left gluteal artery and profunda femoris treated with absorbable gelatin (gelfoam) and coil embolization. Despite embolization, the patient remained hemodynamically unstable, requiring a massive transfusion protocol. This is a single potential device malfunction which has a theoretical risk to cause serious injury to patient and result in deterioration in state of health of the patient, if it were to recur.

Manufacturer narrative:
Qa review & rationale: classification, sub-classification, priority, product information, justification, and the site assignment grid were reviewed, and they are accurate and appropriate. The full investigation was not performed as providing the batch record information is the manufacturing site's requirement; therefore, a summary investigation was performed. The field for device malfunction in citi is required to conditionally populate the severity ranking. Summary of investigation: a full investigation was not performed as providing the batch record information is the manufacturing site's requirement. Therefore, a summary investigation was performed. Based on the complaint narrative, the patient experienced device ineffective/ intraoperative bleeding/ hemorrhage. Review of the manufacturing site investigation concludes pfizer kalamazoo quality operations could not determine a root cause for the reported defect to be related to the kalamazoo production process. A review of previously completed investigation reports determined to be within scope did not result in identification of a batch number, or a root cause for the reported complaint. Examination of a returned complaint sample may have aided in identification of a root cause; however, none were received. It is unknown how the reported complaint sample was handled, stored, or used after leaving the (site). Conclusion: based on the complaint narrative, the patient experienced device ineffective/ intraoperative bleeding/ hemorrhage. The potential root cause of this issue after review of the manufacturing site investigation concludes (name) quality operations could not determine a root cause for the reported defect to be related to the (name) production process. A review of previously completed investigation reports determined to be within scope did not result in identification of a batch number, or a root cause for the reported complaint. Examination of a returned complaint sample may have aided in identification of a root cause; however, none were received. It is unknown how the reported complaint sample was handled, stored, or used after leaving the pfizer (site). The worst case severity determined through a review of the device risk file for the product was s4. Regulatory reportability will be determined by the dchu. Additionally, the details of the complaint have been forwarded to the mdcp team for review. The registered use of this product is for treatment and the nature of this complaint indicates that it is directly related to the device. However, there is no indication that the devices failed to meet registered specifications. Based upon the results of this investigation, pgs-qo (name) concludes that the quality of the product on the market remains acceptable. Follow-up (01jun2020): other trend assessment & rationale: medical device report review: a review of all previous medical device reports (MDR) was performed as a part of this investigation. Previous MDR relevant to the reported complaint had been issued. Medical device trend analysis: complete - acceptable. The complaint history for products with the product category defined as 'absorbable material' and 'delivery system'has been reviewed. The results of the above query were evaluated by date contacted and by the classification of 'external cause investigation'. There was one month (april 2020) that included a higher than normal number of complaints (3); however, this was due to an on-going remediation effort by pfizer us safety. Additionally, the results from the query were evaluated by the sub-class of 'adverse event serious/unknown', and there was one month (april 2020) that included a higher than normal number of complaints (2); however, these were also due to a remediation effort by pfizer us safety. No trend was observed that would require further investigation. Summary of investigation from kalamazoo (ep)division was: deviations: a review of deviations, laboratory investigation reports (lir), and change management records could not be performed for the reported complaint, as the batch is unknown. Aprr review:a review of aprr for the products and timeframe in scope did not find any issue relating to the reported complaint. Process control evaluation: existing process controls were reviewed as a part of this investigation. The review determined that the process controls were appropriate and acceptable; therefore the medical device qop was not notified. Investigational report conclusion from kalamazoo (ep) division was: the review of all records and reports within scope of this investigation demonstrated the acceptability of the product over the timeframe within scope. The dchu will determine the need for regulatory reportability. The details of the reported complaint have been sent to the mdcp team for review. Further action by pfizer kalamazoo is not required.

Event description:
The patient remained hemodynamically unstable [therapeutic product ineffective for unapproved indication], absorbable gelatin (gelfoam) and coil embolization [off label use], absorbable gelatin (gelfoam) and coil embolization [product use in unapproved indication]. Narrative: this is literature spontaneous report from the journal vasc interv radiol, 2019, vol 30, pages 1060 - 1061 entitled "complete external iliac vein transection during hip arthroplasty requiring stent graft reconstruction with long-term follow-up". A contactable physician reported for a 50-year-old female patient with a history of infected left total hip arthroplasty underwent left total hip prosthesis reimplantation. The patient developed massive bleeding intraoperatively, and an emergent angiogram was requested. Pelvic arteriography demonstrated multiple areas of active hemorrhage arising from branches of the left gluteal artery and profunda femoris treated with absorbable gelatin (gelfoam) and coil embolization. Despite embolization, the patient remained hemodynamically unstable, requiring a massive transfusion protocol. Pelvic venography demonstrated complete transection of the left external iliac vein secondary to a screw from the total hip arthroplasty. Transection of the external iliac vein could not be crossed in an antegrade or retrograde fashion. A decision was made to perform a rendezvous technique within the retroperitoneum. A "0.035-inch glidewire" was advanced from a right common femoral approach and snared in the left pelvic retroperitoneal space by using a 9 x 15-mm en snare. The transection was spanned with overlapping 10 x 100 mm and 13 x 50 mm viabahn stent grafts. Venography confirmed successful repair of the left external iliac vein transection. Postoperatively the patient was given enoxaparin subcutaneously and converted to a 6-month course of warfarin prior to discharge. The patient remains asymptomatic without leg swelling, pain, or heaviness with prolonged standing. Pelvic ultrasound 7 years after the initial procedure confirmed stent graft patency. Follow-up (10aug2020): this is a follow-up spontaneous report received from a product quality complaint group. This report included investigational results. Off label use added as additional events. Summary of investigation: a full investigation was not performed as providing the batch record information is the manufacturing site's requirement. Therefore, a summary investigation was performed. Based on the complaint narrative, the patient experienced device ineffective/ intraoperative bleeding/ hemorrhage. Review of the manufacturing site investigation concludes pfizer kalamazoo quality operations could not determine a root cause for the reported defect to be related to the kalamazoo production process. A review of previously completed investigation reports determined to be within scope did not result in identification of a batch number, or a root cause for the reported complaint. Examination of a returned complaint sample may have aided in identification of a root cause; however, none were received. It is unknown how the reported complaint sample was handled, stored, or used after leaving the (site). Regulatory market assessment: regulatory impact was no. Root cause/ CAPA: process related was no. Conclusion: based on the complaint narrative, the patient experienced device ineffective/ intraoperative bleeding/ hemorrhage. The potential root cause of this issue after review of the manufacturing site investigation concludes (name) quality operations could not determine a root cause for the reported defect to be related to the (name) production process. A review of previously completed investigation reports determined to be within scope did not result in identification of a batch number, or a root cause for the reported complaint. Examination of a returned complaint sample may have aided in identification of a root cause; however, none were received. It is unknown how the reported complaint sample was handled, stored, or used after leaving the pfizer (site). The worst case severity determined through a review of the device risk file for the product was s4. Regulatory reportability will be determined by the dchu. Additionally, the details of the complaint have been forwarded to the mdcp team for review. The registered use of this product is for treatment and the nature of this complaint indicates that it is directly related to the device. However, there is no indication that the devices failed to meet registered specifications. Based upon the results of this investigation, pgs-qo (name) concludes that the quality of the product on the market remains acceptable. Samples available was unknown.site sample status was not received. No follow-up attempts are needed. No further information is expected. Follow-up (01jun2020): new information received from product quality complaint group included: investigation results. Other trend assessment & rationale: medical device report review: a review of all previous medical device reports (MDR) was performed as a part of this investigation. Previous MDR relevant to the reported complaint had been issued. Medical device trend analysis: complete - acceptable. The complaint history for products with the product category defined as 'absorbable material' and 'delivery system' has been reviewed. The results of the above query were evaluated by date contacted and by the classification of 'external cause investigation'. There was one month (april 2020) that included a higher than normal number of complaints (3); however, this was due to an on-going remediation effort by pfizer us safety. Additionally, the results from the query were evaluated by the sub-class of 'adverse event serious/unknown', and there was one month (april 2020) that included a higher than normal number of complaints (2); however, these were also due to a remediation effort by pfizer us safety. No trend was observed that would require further investigation. Summary of investigation from kalamazoo (ep)division was: deviations: a review of deviations, laboratory investigation reports (lir), and change management records could not be performed for the reported complaint, as the batch is unknown. Aprr review:a review of aprr for the products and timeframe in scope did not find any issue relating to the reported complaint. Process control evaluation: existing process controls were reviewed as a part of this investigation. The review determined that the process controls were appropriate and acceptable; therefore the medical device qop was not notified. Investigational report conclusion from kalamazoo (ep) division was: the review of all records and reports within scope of this investigation demonstrated the acceptability of the product over the timeframe within scope. The dchu will determine the need for regulatory reportability. The details of the reported complaint have been sent to the mdcp team for review. Further action by pfizer kalamazoo is not required. No follow-up attempts are needed. No additional information is expected., comment: based on the information provided, pelvic arteriography demonstrated multiple areas of active hemorrhage arising from branches of the left gluteal artery and profunda femoris treated with absorbable gelatin (gelfoam) and coil embolization. Despite embolization, the patient remained hemodynamically unstable, requiring a massive transfusion protocol. This is a single potential device malfunction which has a theoretical risk to cause serious injury to patient and result in deterioration in state of health of the patient, if it were to recur.

Event description:
Event verbatim [preferred term]. The patient remained hemodynamically unstable [device ineffective], narrative: this is literature spontaneous report from the journal vasc interv radiol, [2019, vol 30, pages 1060 - 1061 entitled "complete external iliac vein transection during hip arthroplasty requiring stent graft reconstruction with long-term follow-up". A contactable physician reported for a 50-year-old female patient with a history of infected left total hip arthroplasty underwent left total hip prosthesis reimplantation. The patient developed massive bleeding intraoperatively, and an emergent angiogram was requested. Pelvic arteriography demonstrated multiple areas of active hemorrhage arising from branches of the left gluteal artery and profunda femoris treated with absorbable gelatin (gelfoam) and coil embolization. Despite embolization, the patient remained hemodynamically unstable, requiring a massive transfusion protocol. Pelvic venography demonstrated complete transection of the left external iliac vein secondary to a screw from the total hip arthroplasty. Transection of the external iliac vein could not be crossed in an antegrade or retrograde fashion. A decision was made to perform a rendezvous technique within the retroperitoneum. A "0.035-inch glidewire" was advanced from a right common femoral approach and snared in the left pelvic retroperitoneal space by using a 9 x 15-mm en snare. The transection was spanned with overlapping 10 x 100 mm and 13 x 50 mm viabahn stent grafts. Venography confirmed successful repair of the left external iliac vein transection. Postoperatively the patient was given enoxaparin subcutaneously and converted to a 6-month course of warfarin prior to discharge. The patient remains asymptomatic without leg swelling, pain, or heaviness with prolonged standing. Pelvic ultrasound 7 years after the initial procedure confirmed stent graft patency., comment: based on the information provided, pelvic arteriography demonstrated multiple areas of active hemorrhage arising from branches of the left gluteal artery and profunda femoris treated with absorbable gelatin (gelfoam) and coil embolization. Despite embolization, the patient remained hemodynamically unstable, requiring a massive transfusion protocol. This is a single potential device malfunction which has a theoretical risk to cause serious injury to patient and result in deterioration in state of health of the patient, if it were to recur.